Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via maude report reference # mw5062912 that hemoptysis and aortic tear occurred. Each morning- coughing up something that looks like blood. Patient indicates he was told there is a seepage from aorta. After heart attack, test ran. Upon visit to cardiologist office, he was informed of tear. The patient have been in the in the morning coughing up with same sort of matter that's pinkish/reddish/cherry and thick. At times feel a slight pressure in aorta. No additional information is available.